Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was alleging that the insulin pump was under delivering. Customer¿s blood glucose level was 92 mg/dl which went high to 322 mg/dl and then went down to 86 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event and also using auto mode feature on insulin pump. Trouble shooting was performed for under delivery and customer declined trouble shooting for high and low blood glucose. The insulin pump and reservoir will not be returned for analysis.